Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a rotapro console. Visual inspection shows damage to the rear label on the console. The console failed function 3.1 'normal mode advancer simulator knob button initial flow" and it had a value of 122.61 scfh (standard cubic feet per hour), it was out of specification(112-122 scfh). Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that rotation speed was unstable. A rotapro console were selected for use in a procedure. The device was prepped and platformed at 160,000 rpm outside the patient. During the procedure, the rotation speed was fluctuated by going below and above platform speed 160,000 rpm. The procedure was successfully completed with another rotapro console. No patient complications were reported.